Manufacturer narrative:
(B)(4)

Event description:
During follow-up, interrogation of the device revealed multiple alerts related to out of range impedance. Fluoroscopy revealed no anomalies and the patient remained in the hospital awaiting transfer for a possible explant procedure. The patient was not pacer-dependent and was in stable condition. The patient's system was explanted (exact date is unknown).